Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The receiver was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A pairing test was performed with a known good transmitter and passed. Additionally the transmitter (part number stt-gl-003 /serial number (B)(4)/lot number 5211632) was also returned, the transmitter was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A pairing test was performed with a known good transmitter and passed. Data log was unavailable for review on the transmitter, however a review of the downloaded data log from the receiver confirmed the reported event of loss of connection. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, patient experienced a loss of connection between the transmitter and receiver. Reportedly, the pediatric patient was using an adult receiver. No additional patient or event information is available. Both the receiver and transmitter was received for investigation. A follow-up will be submitted upon completion of device investigation. Labeling indicates: the dexcom system is not approved for use in children or adolescents, pregnant women or persons on dialysis.